Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results no additional action is required at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operating room team had found more than one foley tray with debris on the actual foley itself. This was the info they sent surestep foley tray a902914 (211480) lot ngkv5087 had dirt on the foley.

Event description:
It was reported that the operating room team had found more than one foley tray with debris on the actual foley itself. This was the info they sent - surestep foley tray a902914 (211480) lot# ngkv5087 had dirt on the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operating room team had found more than one foley tray with debris on the actual foley itself. This was the info they sent - surestep foley tray a902914 (211480) lot# ngkv5087 had dirt on the foley.